Event description:
Based on the medical records provided by the patient's attorney: (B)(6) 2005 - patient underwent repair of three ventral incisional hernias, with a bard composix mesh. (B)(6) 2006 - patient underwent exploratory laparotomy with lysis of adhesions, removal of the displaced bard composix mesh and repair of recurrent ventral incisional hernia with sutures. (B)(6) 2007 - patient underwent repair of recurrent incisional hernias including lysis of adhesions and placement of bard mesh. (B)(6) 2007 - patient admitted to hospital with incomplete small bowel obstruction secondary to adhesions. Resolved with bowel rest.

Manufacturer narrative:
Based on the medical record review, the patient underwent repair of a ventral incisional hernia with a composix mesh on (B)(6) 2005. On (B)(6) 2006, the patient underwent lysis of adhesions, removal of the displaced composix mesh and recurrent ventral hernia repair with a bard mesh. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient has a history of multiple ventral hernia repairs. The information provided indicated that the patient was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. Additionally, no sample was returned for evaluation. Without further information, no conclusion can be drawn at this time. A DHR review has not been conducted, since no specific product code or lot number have been provided.